Manufacturer narrative:
The reported event could not be clearly confirmed. As stated by the stryker health care professional: no determination can be made for the apparent failure of fixation of the acetabular component in this case. The fact that it was initially seated on hydroset bone substitute would be a likely cause of compromised bony ingrowth. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. As stated in the accompanying IFU, ¿hydroset is indicated only for bony voids or gaps that are not intrinsic to the stability of the bony structure.¿ therefore the root cause can be attributed to a user related issue in terms of a misuse / off-lable use. No indications were found for any material or manufacturing related issues. Therefore no further actions were deemed necessary at this time.

Event description:
It was reported that the patient's left hip was revised due to pain. This complaint was initially reported to stryker's recon division on 8/25/2015, as the primary devices belong to them. On 9/17/2015, cmf was made aware of the use of cmf's hydroset in the initial procedure. There is nothing to imply that the device was not working as intended nor that the device is the cause of the patient's pain, but as there is an associated adverse consequence, this is deemed reportable.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was unable to be returned

Event description:
It was reported that the patient's left hip was revised due to pain. This complaint was initially reported to stryker's recon division on (B)(6) 2015, as the primary devices belong to them. On (B)(6) 2015, cmf was made aware of the use of cmf's hydroset in the initial procedure. There is nothing to imply that the device was not working as intended nor that the device is the cause of the patient's pain, but as there is an associated adverse consequence, this is deemed reportable.